Event description:
Postoperative, it was reported that a patient has had multiple infections and continues having infections due to the airvance system. The device was implanted seven years ago. However, the reporting physician did not perform the implantation. The physician took on the patient after the device was implanted. The physician is not sure about removal of the device since the airvance does not have a reverse option. The patient may be referred to a different physician for removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device remains in the patient. No product analysis will be performed. This device is used for therapeutic purposes.